Event description:
Allegedly the patient is experiencing mom complications (left). The patient has not yet had the left him explanted but plans to in the near future. Additional information received on 02/04/2019. Allegedly the patient was revised, dr. (B)(6) did a head change on (B)(6) because the shell was loose and the patient had high ion levels. (Left).